Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the ok button and the up and down arrows appear to be sticking on the pump. Boluses are cancelling, screens are advancing without a button being pressed. No boluses have been executed with the sticking button issue. There are no rips or tears in the keypad. The pump is worn attached to a belt and is not cleaned. There is no reported adverse event or blood glucose excursion associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the complaint regarding the down/ok keys was unable to be duplicated. All keys were tested and found to be responsive. The keypad was intact with no evidence of peeling or damage. The keypad was removed and contamination was found under the up/down/contrast/ok key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.